Manufacturer narrative:
Samples from the customer were received of the same lot listed on the complaint. Those samples and retained samples of the same lot were reviewed by the manufacturing team. All the dimensions were reviewed, inspected and tested and the results showed that they were within specification. The cuff filling diameter and the cuff thickness of the return and retain samples all met product specifications. The patient end of all the samples are smooth and normal and comply with the product specifications. The DHR was reviewed and there are no abnormalities. Based on the investigation there were no abnormalities detected, therefore we are unable to determine the root cause at this time. Manufacturing personnel have been made aware of this report. We will continue to monitor for any future reports and trends.

Event description:
After induction, doctor began procedure (laryngoscopy) and saw a 'traumatic slice' to the vocal cord. There was slight bleeding.